Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify prime anomaly or compromised force sensor system alarm due to motor error alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was not able to exit rewinding process and insulin squirts out and compromised force sensor system alarm. The customer¿s blood glucose was 186 mg/dl. Troubleshooting was performed. Customer was reported that drive support cap was loose. The customer reported that insulin continues dripping after letting go of the act button. The insulin pump will be returned for analysis.